Event description:
Pt had knee prosthesis implanted on (B) (6) 2005. Pt presented at doctor's office with increased pain in the knee and revision was performed. During surgery, the doctor found the locking screw for the articular surface had loosened.

Manufacturer narrative:
(B) (4). Evaluation summary: the articular surface and screw were returned. The screw is in exceptional condition given that it was in vivo for approx 5 yrs and that it loosened. Deformation on the anterior portion of the thru hole on the articular surface, near the patella relief, suggests that the screw moved anteriorly after loosening. There is significant pitting and wear damage on the medial side of the spine on the articular surface. This damage suggests malalignment of the implants or possibly that the pt had fallen into varus. X-rays were not returned, therefore, this cannot be confirmed. It is unk if the possible malignment or varus condition was due to the screw loosening or a potential cause of the screw loosening. Application of the proper torque on the screw during the initial procedure is critical and it is unk if the proper torque was applied. Another important aspect to prevent screw loosening is to ensure the stem extension is properly assembled to the tibia plate. With the available info, a cause of the screw loosening in this reported case is unk. Review of the device history records was also not possible as the product and/or lot numbers for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.